Event description:
On (B)(6) 2011 the lay user/patient in france contacted lifescan to report the one touch ultra2 meter was giving the error 2 error message when the power button was pressed. On (B)(4) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 7:00 am the patient obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. At 8:00 am the patient took three units novorapid insulin. The patient estimated the dose to take, based on her usual dose of between one and four units insulin. At approximately 8:30 am the patient experienced the symptoms of sweating and weakness. She administered self-treatment by consuming a croissant and chocolate, and felt better afterwards. The patient did not seek any medical attention. The patient manages her diabetes with novorapid insulin one to four units twenty times per day, lantus insulin 10 units per day, and 12 units victoza per day. Her expected fasting blood glucose reading ranges from 50 mg/dl to 120 mg/dl. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin without benefit of a blood glucose reading due to the meter error message issue; and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.